Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited a high out-of-range pacing impedance measurement greater than 2,000 ohms. Recorded ra measurements over the past six months have all been within range from 570 ohms to 1141 ohms and the atrial sensing remains stable. The presenting and stored electrograms (egms) show normal device operation on this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead measurements are stable. At this time, the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited a high out-of-range pacing impedance measurement greater than 2,000 ohms. Recorded ra measurements over the past six months have all been within range from 570 ohms to 1141 ohms and the atrial sensing remains stable. The presenting and stored electrograms (egms) show normal device operation on this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead measurements are stable. At this time, the device and leads remain in service. No adverse patient effects were reported.